Event description:
Patient allegedly received a cook gunther tulip filter via right common femoral vein on (B)(6) 2018 due to history of pe/dvt not a candidate for anticoagulation due to recent surgery (per the implant operative report). Per certificate of death, dated (B)(6) 2018, immediate cause of death is pulmonary embolism contributed by deep vein thrombosis, acute kidney injury and hypertension.